Manufacturer narrative:
Additional information: b5, b7, h4, h6(patient codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced pain, scar tissue, depression, swelling, distention, abdominal pain, emotional changes, torn mesh, loop of bowel on top and underneath mesh, recurrence, fibroplasia, fibrosis, inflammation, vascular congestion, hemorrhage, and adhesions. Post-operative patient treatment included revision surgery, lysis of adhesions, repair of hernia with new mesh, bilateral transverse abdominus release component separation, excision of mesh with new mesh and exploratory laparotomy. Relevant tests/laboratory data (B)(6) 2014: pathology report on old abdominal mesh showed benign fragments of fibroadipose and fibr oconnective tissue with fibroplasia and fibrosis, focal chronic inflammation, skeletal muscle, vascular congestion and hemorrhage.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced torn mesh, loop of bowel on top and underneath mesh, recurrence, and adhesions. Post-operative patient treatment included revision surgery, lysis of adhesions, bilateral transverse abdominus release component separation, excision of mesh with new mesh and exploratory laparotomy.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced torn mesh, loop of bowel on top and underneath mesh, recurrence, fibroplasia, fibrosis, inflammation, vascular congestion, hemorrhage, and adhesions. Post-operative patient treatment included revision surgery, lysis of adhesions, repair of hernia with new mesh, bilateral transverse abdominus release component separation, excision of mesh with new mesh and exploratory laparotomy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic incisional hernia repair, diagnostic laparoscopy and exploratory laparotomy and extensive lysis of adhesions. He had revision surgery 1 year and 5 months post-surgery. The patient underwent open retrorectus hernia repair and extensive lysis of adhesions and bilateral transverse abdominus release component separation. The patient experienced torn mesh and loop of bowel on top and underneath mesh.